Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received at the service center and evaluated. Per the service report, the chamber keeps filling up non stop with water or does not fill up at all when required. The reported complaint was confirmed. A batch record review has not been conducted for device because it was manufactured by fms in (B)(4). This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also, since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer in (B)(6) that the chamber on the 4580 fms duo+ pump/shaver combo device either kept filling up non-stop with water or did not fill up at all when required. These issues have occurred for a long time now and the customer would like its device to be checked. The issue occurred when filling the fill chamber, the chloride did not stop flowing even when arrived at the level. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.